Event description:
The customer reported the ventilator power supply failed. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported power supply failure. During evaluation, the fse observed the mains power led indicator was flashing and an odor of overheating from the power supply area. The fse replaced the power supply to address the reported problem. Applicable final testing was performed per operating specifications.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.